Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown infusion alarm during therapy (medication, dose, programmed amount and delivery rate unknown) in the intensive care unit. The customer reported the device began alarming 24 hours after the start of the infusion due to a broken clamp/key which had broken off in the device. The clinician resolved the issue by opening the pump and clearing the broken key/ slide clamp with the use of a cotton swab, and restarted the infusion. The device returned to normal operating condition. There was no patient injury or medical intervention associated with this event. No additional information is available.